Event description:
The customer reported that the "cannula never deployed". She stated that she heard a "clicking sound six times instead of the usual three before the cannula deploys." Despite this, the pod proceeded to be worn; she experienced high bg's (greater than 250 mg/dl) within an hour of placing the pod. The pod will be returned for eval.

Manufacturer narrative:
The customer stated that the cannula had not deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed that the cannula hadn't deployed (which would have been visible through the pod's viewing port) and would have immediately deactivate the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.